Event description:
It was reported that approximately 3 years post 3.0x15mm xience v stent implantation in the mid left anterior descending artery, the patient was found down. Upon arrival of emergency services, the patient was in ventricular fibrillation. Cardiopulmonary resuscitation was started, but the patient expired. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of arrhythmias (ventricular fibrillation) and death, as listed in the instructions for use, is a known potential adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.